Manufacturer narrative:
Correction: h10 a supplemental report is being submitted for a correction. As a result of review of the complaint file, this report contains updates to the product event summary to more accurately reflect what is in the complaint file. The previously reported failure findings remain unchanged. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed an increase in power consumption and estimated flow starting on (B)(6) 2020; however, no high watt alarms were logged within the analyzed period. Additionally, (B)(4) low flow alarms were logged since (B)(6) 2020. Of note, it was reported that the outflow graft was anastomosed to the subclavian artery, which was likely related to the observed low flows and may have contributed to the formation of a thrombus. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, which may have been associated with the reported subclavian artery anastomosis, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate vad rotational speed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the vad instructions for use, device thrombus, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) hw36444 was not returned for evaluation. The reported high power/low flow event was confirmed through log file analysis which revealed an increase in power consumption and estimated flow starting on (B)(6) 2020; however, no high watt alarms were logged within the analyzed period. Additionally, 23 low flow alarms were logged since (B)(6) 2020. Information received from the site indicated that a device thrombus was suspected. Of note, it was reported that the outflow graft was anastomosed to the subclavian artery, which was likely related to the observed low flows and may have contributed to the formation of a thrombus. It was further reported that the patient experienced a failure to thrive and subsequently died due to multi-organ failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, which may have been associated with the reported subclavian artery anastomosis, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) had low flows due to outflow graft anastomosis being to the subclavian artery.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding patient intervention for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected ventricular assist device (vad) thrombus. The vad had exhibited high power. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, e1 a supplemental report is being submitted for corrections and additional information. B5 description of event problem corrected to include that at the time of this event, the patient was compliant with their heparin anticoagulation therapy and the high power exhibited by the vad was within normal range. E1 city corrected from (B)(6) to (B)(6) and region corrected to (B)(6). Newly received information indicated that the patient experienced a failure to thrive and subsequently died. The cause of death was reported as multiple organ failure. The suspected ventricular assist device (vad) thrombus was untreated and the vad exhibited high power until the patient's death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a failure to thrive and subsequently died. The cause of death was reported as multiple organ failure. The suspected ventricular assist device (vad) thrombus was untreated and the vad exhibited high power until the patient's death. It was also reported that at the time of this event, the patient was compliant with their heparin anticoagulation therapy and the high power exhibited by the vad was within normal range.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed an increase in power consumption and estimated flow starting on (B)(6) 2020; however, no high watt alarms were logged within the analyzed period. Additionally, 23 low flow alarms were logged since (B)(6) 2020. Information received from the site indicated that a device thrombus was suspected. It was further reported that the patient experienced a failure to thrive and subsequently died due to multi-organ failure. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.